Event description:
Generator data was received and reviewed and based on the data received it was determined that the generator was exhibiting normal battery depletion. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient's generator is unexpectedly at near end of service (neos) even though the patient was implanted in (B)(6) 2018, per the physician. It was stated the data shows "50 stimulations per day - 9%, and 468 normal stimulations per day - 91%". A review of the battery longevity tables located in the vns therapy physician's manual revealed that the patient's device is estimated to not reach neos at this time however does not account for autostimulations or magnet stimulations. Further data has not been reviewed to date. No additional relevant information has been received to date.